Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and the versacross connect system in order to perform the transseptal puncture. After multiple attempts the physician was unsuccessful, so a new versacross system was exchanged and used. The transseptal was then successfully completed. An angiogram of the laa was performed and at that time the physician made the decision based on the shape of the laa to cancel the procedure. The patients laa morphology was too difficult to make a successful implant of the closure device. When the physician was removing the was transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and the effusion was resolved. The patient is expected to make a full recovery from this event.